Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient was admitted to the hospital with dyspnea and tachycardia with cardiac decompensation due to pacemaker mediated tachycardia (pmt). The device was reprogrammed and the patient was treated with beta blockers and diuretics. The patient was discharged in stable condition.